Event description:
It was reported that the fluoro would not work on the 2600 system. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the technique processor pcb. Technique processor replaced. The table generator circuit breaker was also replaced. The system was tested and found to be working as intended and placed back into service.